Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels as high as 600 mg/dl and moderate to large ketones. Correction boluses via the pump were delivered to address the bg levels and the ketones were addressed with insulin and by consuming fluids. The customer would troubleshoot the issue on their own and observe insulin drip out of the infusion tubing during the load fill tubing sequence. The customer would temporarily resolve the occlusion alarms by performing an infusion set site change. The customer reported manual injections would be used for insulin therapy.